Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 436 mg/dl. The customer treated with a bolus. The customer's current blood glucose is 184 mg/dl. The customer was concerned that her pump was not working properly. The customer declined to troubleshoot for high readings.